Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a red object was discovered inside the sterile packaging of this drain.

Manufacturer narrative:
The reported event was confirmed manufacturing related. The device had not met specifications. Visual evaluation of the returned photo sample noted one unopened (with original packaging). Visual inspection of the photo sample noted a red foreign object inside the sterile packaging. This does not meet specification which states "product must be clean and free from oil or grease or loose foreign matter in excess of an aggregate total of 0.6mm² per tappi dirt estimation chart". A potential root cause for this failure mode could be ¿no follow up to the good manufacturing practices". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that a red object was discovered inside the sterile packaging of this drain.